Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a device exchange for upgrade, a cut was observed on the insulation of the atrial lead. The lead was capped and replaced.